Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) went in for cardioversion of atrial fibrillation. 2 shocks were delivered from the device, but were unsuccessful in converting the patient. External defibrillation was delivered and upon interrogation of the device, a red warning screen displayed, showing limited programmability capability of the device.